Event description:
Caller states during a study, the following coaguchek xs/laboratory results were obtained: 2.6 inr/1.98 inr. 2.9 inr/1.48 inr. 2.6 inr/1.81 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Patient 3: no information provided.

Event description:
Caller states during a correlation study the following coaguchek xs/laboratory results were obtained: 2.6 in/1.98 inr. 2.9 in/1.48 inr. 2.6 inr/1.81 inr.

Manufacturer narrative:
Patient 2: male, medication: coumadin, oral chemotherapy. Medical history: blood clots, deep vein thrombosis. Patient 3: no information provided.